Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (suj) was analyzed and found the reported problem was confirmed and replicated. In logs, errors 23103 and 23105 were confirmed, indicating wrist encoder faults. Installed distal onto golden system where errors 23103 and 23070 were replicated on startup. Tested distal on patient side cart (psc) fixture test platform where it failed wrist encoder tests. After testing was complete, visual inspection found no faults related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 23103 indicating psc excessive primary encoder latency on suj1, (xi: distal, "wrist") or (x: wrist) axis.; 23105 indicating psc excessive secondary encoder latency on suj1, (xi: distal, "wrist") or (x: wrist) axis ; 23070 indicating primary setup joint outside of limits on suj1, (xi: distal, "wrist") or (x: axis 4, wrist). The dual wrist zettlex encoder, encoder cable assembly, and the act board could be the potential root causes for this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that armnet 1 faulted with 23103, 23105, and 23070 errors at power up. The fse replaced distal set up joint (suj) 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the suj for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported after a da vinci-assisted gastric bypass surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 1 was not functioning during the case. Prior to calling, the site had power cycled the system with no change. There was an error 23103 and other errors observed in the logs on set up joint (suj) 1 distal. The tse walked the caller through moving suj 1 distal to a different location with no change. The tse walked the caller through an emergency power off (epo) of the patient side cart (psc) with no change. The site needed all four system arms, were using other systems on site, and may have to cancel cases. The procedure was completed with no reported injury.